Manufacturer narrative:
The device was not returned for analysis as it was discarded at the site. Distal emboli are known inherent risks of the mechanical t hrombectomy procedure and are documented in the solitaire instructions for use. A second pass was performed with the same solitaire and was successful in restoring blood flow to the right m1 and m2. The solitaire device did not cause/contribute to any serious injury. Based on the reported information, there was no reasonably suggestion that a malfunction or quality deficiency of the solitaire fr device occurred during the treatment procedure. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Mdrs linked with this event: 2029214-2017-01231, 2029214-2017-01232, 2029214-2017-01233.

Event description:
Medtronic received report that during an acute stroke case, the arc catheter separated distally, into 3 sections and was hanging together by threads. There was also report that distal tip of the first marksman catheter separated and was left in the patient¿s brain, and that the clot migrated from the m1 to the m2 after the first thrombectomy retrieval. The patient anatomy was reported to have been severely tortuous. The treating vessel was the internal carotid artery (ica), the clot was in the distal m1. The 9f balloon guide catheter was navigated into ica with sheath and 5f 125cm. The 9f balloon was alleged to have kinked but remained inflated, so it was not removed. A competitor distal access catheter and a marksman were attempt to across the clot. However, this attempt unsuccessful, as the balloon guide catheter kept slipping back. Therefore, an arc catheter was used to deliver the marksman across clot, and deployed the solitairefr2 4x40. The follow up run, showed the clot had moved distal from the m1 to m2 branch. The system was pulled back as a whole unit into balloon guide catheter. The clot material was on the stent and the distal tip of marksman was noted to have been left in patient¿s m3 branch. The arc looked fine. Went back up with second marksman to retrieve more clot. Upon removal of the device, the arc was broken into three pieces (hanging on by threads). The clot was retrieved and next run looked fine. There are no current plans to remove the marker for the patient as the patient remains asymptomatic. All the devices were reported to have been prepared per their IFU.